Event description:
During an initial implant, the right ventricular (rv) lead was difficult to place resulting in use of multiple stylets. Additionally, removing the stylet from the lead was difficult, resulting in damage to the rv lead. The rv lead was explanted and replaced to resolve the event. Upon removal of the rv lead, it was observed there was blood in the lead. The patient was stable.

Manufacturer narrative:
The reported events of stylet could not be inserted/removed, lead damaged and blood in the lead were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found blood inside the lead body at the distal region of the lead. X-ray examination of the lead found damaged inner coil at the proximal region and the lead was bent in this location consistent with procedural damage. The stylet insertion/ removal could not be tested due to damaged inner coil, as received. The cause of the reported events of stylet could not be inserted/removed and lead damaged was isolated to the damaged inner coil consistent with procedural damage.